Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had issues with the sensors. The customer's blood glucose level dropped to 44 mg/dl. Two hours later the customer received a warning that his blood glucose level was dropping but his blood glucose level was 165 mg/dl. The device was not returned.